Event description:
It was reported that a patient with a 27 mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 9 years and 2 months, due to severe stenosis. The tavr was performed with a 26 mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 9 years and 2 months, due to severe stenosis. The patient was presented with heart failure and dyspnea. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient is a 65-year-old male with the history of obesity, htn, hld, osa, hypothyroidism, severe obesity, peripheral venous insufficiency, paroxysmal svt, cervical disc degeneration, and atherosclerosis of aorta.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (type of investigation). H11: corrected data: h6 (health effect-clinical code, device code).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patients underlying valvular disease pathology combined with the patients other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspection prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.